Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 426 mg/dl at the time of incident. The customer's blood glucose was 383 mg/dl at the time of call. The customer stated that the blood glucose reached 484 mg/dl. The customer stated that they treated the high blood glucose with manual injections. The customer stated that the drive support cap appeared normal. The customer stated that they had air bubbles in the tubing. The customer stated that they did not find leaks. The customer performed high pressure test and the insulin pump passed. The insulin pump will not be returned for analysis.